Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a ladg procedure, upon the first fire to the duodenum with the stapler, the surgeon pressed the blue toggle to fire the device; however, the device did not start firing. All indicator lamps were normally lit. After the jaws released from the tissue, the device was removed from the cavity; then the status indicator illuminated blue and the handle symbol was flashing. A new one was opened to correct the problem. Operating time extended less than 30 min. No additional tissue resection. No tissue damage. Nothing fell into the patient's cavity. No bleeding.